Manufacturer narrative:
The staff attempted to reposition the drainage device with failed attempts. No details were provided indicating of how many milliliters of fluid were inflated into the balloon initially or how many milliliters were removed from the balloon prior to deflation and removal of the device. A new device was placed and the end-users were reported as stable. Based on the available information, this event is deemed a reportable malfunction. There were no reports of the end-users being harmed as a result of this malfunction. At the time of this report, a return sample is not expected. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. There are six (6) cases associated with this product; therefore a separate fd form 3500a has been generated to address the other five (5) cases.

Event description:
It is reported that six (6) end -users experienced leaks after having the device in place for over a one (1) week time period. Each of the end-users had large volumes of liquid feces.